Event description:
It was reported that the piston was unable to stop moving forward during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. A cracked reservoir tube was noted during visual inspection.